Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported there was no red alarm at the central station. The telemetry technician noticed the patient's spo2 was at 53% with a visual alarm at approximately 7:45am on january 23rd, and stated there was not an audible alarm. The patient went into cardiac arrest and later expired at approximately 9:15am.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the issue. The tc pulled the audit logs from the event and they were further reviewed by a philips clinical product specialists (cps). The audit logs show that low spo2 and desat alarms were generated at 7:03. There were also many spo2 inops after 7:23 which are announced when the measurement is not able to measure. Followed by a low spo2 alarm and a desat alarm at 7:53. The audit logs show that a red alarm sounds was being played from 6:55 to 7:51 however the audit logs provided do not show what patient monitor was producing the alarm tone. According to the audit logs, the system performed/alarmed as intended and the device was working as specified. This information was shared with the customer and the device remains in use at the customer site.

Event description:
The customer reported there was no red alarm at the central station. The telemetry technician noticed the patient's spo2 was at 53% with a visual alarm at approximately 7:45am on january 23rd, and stated there was not an audible alarm. The patient went into cardiac arrest and later expired at approximately 9:15am.